Event description:
It was reported that during a spine surgery the"tip broke off the shaft" of the cutter device. According to the report, the tip broke off inside the patient. The reporter clarified that all "parts of the tip" were retrieved from the patient's body successfully. The planned surgical procedure was completed without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).